Manufacturer narrative:
Device evaluation: lens was returned dry in a microcentrifuge vial. There was clear surgical residue/debris on the product and lens surface. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Patient code (B)(4) (no code available): secondary surgery, lens exchangelm lens repositioning. Conclusion code: off-label use [under 21 years of age at time of implant ((B)(6))]. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1mm vticmo12.1 diopter -11.0/+1.0/088 diopter into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was re-positioned. On (B)(6) 2017, the lens was exchanged with a same size, but different model lens due to lens rotation not associated to a low vault. The lens exchange resolved the problem.